Event description:
The high frequency oscillator to be used on a critical care patient failed.====================== manufacturer response for hi frequency ventilator, model adult 3100b======================manufacturer sent out a service technician and he had repaired the unit.